Manufacturer narrative:
Product analysis: both output connectors were confirmed to be broken. A section of the main seal was found to be missing. The hanger hinge was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.